Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that up arrow of the insulin pump did not respond at times and had to press the button firmly or multiple times for it to respond. Customer's blood glucose level was unknown at the time of incident. Customer stated that time clock was advancing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened express esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.